Event description:
N/a.

Manufacturer narrative:
UDI: (B)(4). Device history record - DHR review showed no abnormalities related to the reported failure. The mayfield ultra base unit was returned for evaluation: failure analysis: the reported complaint was confirmed from the evaluation. The handle closed without the 6in transitional being inserted. Shock cushion and 1/4 pin are worn. Adjustment wrench were missing threads. The unit needs repair, pm and replacement of worn parts. The observed condition is likely caused by wear and tear / improper handling of the device. Root cause: the definite root cause cannot be reliably determined. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 2 reports which is linked to mgf report number 3004608878-2020-00679. A facility reported that the transition arm of the mayfield ultra base unit was stuck in the socket. It is unknown if there was patient involvement or if the device failure led to patient injury or surgical delay.